Event description:
It was reported that this left ventricular lead was replaced due to sudden threshold rise as a result of a possible lead dislodgement. No patient complications were reported as a result of this event.